Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor several false negative results have occurred. Cultures confirmed positives and patient obtained delayed treatment. The following information was provided by the initial reporter: customer reporting false negative results for product 256045 lot. 3013684 customer states that cultures performed for patients came back positive. Delayed treatment of four days.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation?: yes, returned to manufacturer on: 13-apr-2023. H6. This statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 3013684. Bd quality performs a systematic approach to investigate all false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had experienced several false negative results and the cultures performed for patients came back positive. Due to this the patient received delay in medication for four days but no adverse impact was reported due to the delay. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Returned product testing was completed and all devices had normal intended results photographs were returned for analysis and complaint cannot be confirmed with photographs. Based on the information provided by the customer (cultures performed for patients came back positive) the reported issue was confirmed for false negative. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h10.

Event description:
It was reported that while using kit grp a strep 30 test veritor several false negative results have occurred. Cultures confirmed positives and patient obtained delayed treatment. The following information was provided by the initial reproter: customer reporting false negative results for product 256045 lot. 3013684 customer states that cultures performed for patients came back positive. Delayed treatment of four days.